Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient¿s database analysis revealed no anomalies. The patient will undergo an ipg replacement procedure per physician¿s preference.

Event description:
A report was received that the patient was having frequent ipg charging. The patient will undergo a revision procedure.